Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, however it is unknown if the device is available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that two infusor lv 5 devices were leaking during patient use. This is report number 1 of 2. The devices were administering oxycodone and a 20 milliliter bolus of 0.375% ropi to two post op patients when the leaks were observed. No patient injury or medical intervention was reported. No additional information is available at this time.